Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 40s (mg/dl) to 54 (mg/dl). Reportedly, the customer/contact believed that the pump delivered more insulin that requested. System check was performed and verified that the pump was functioning as intended. However, the customer did not accept the explanation. Reportedly, the customer continued using the pump for insulin therapy.